Event description:
Additional information received from the consumer reported the programs were changed and settings were increased but ¿nothing¿ had worked yet as of (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient had symptom return since turning her stimulation down. Patient services walked the patient through turning stim back up. The patient stated she could feel stim. Symptoms reported were: none. This was considered a gradual change in therapy/symptoms. Event date: (B)(6) 2015. On (B)(6) 2015 the patient additionally reported that she was stilling having concerns regarding loss of therapeutic effect. She was still leaking, and was still using many pads in a 24 hour period and getting up at least once in the night. The patient was sleeping for longer periods of time without getting up but could not get through the whole night without having to get up. The patient has contacted her managing hcp's (healthcare provider's) office and was waiting for a call back. The patient reported she was faintly feeling stim sensation and asked for instruction on how to increase. Patient services reviewed patient programmer use. The patient increased amplitude from 1.2 to 1.4 and confirmed she could now feel stim sensation more. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they were not feeling stimulation and their symptoms had returned 2-3 weeks previously. As of the morning of the call, the patient had gone through 3 pads. During the call, it was found that the device was off. Stimulation was turned on and the patient was able to feel stimulation at 1.4v. They then increased to 1.7v. No further information was provided. A second follow up report will be sent if additional information is received.